Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip.

Manufacturer narrative:
Additional and corrected data: it has been determined that the event and details of this report are a duplicate of an earlier report, 1020279-2011-00519. Please disregard this report and reference 1020279-2011-00519.

Event description:
It has been determined that the event and details of this report are a duplicate of an earlier report, 1020279-2011-00519. Please disregard this report and reference 1020279-2011-00519.